Manufacturer narrative:
The lot number in (suspect medical device) was updated from 92362li00 to 92632li00. A product evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of tracking and trending data, a review of the performance of the likely cause lot, an evaluation of clinical sensitivity, and a review of product labeling. Ticket searches determined that there is a normal complaint activity for the likely cause lot regarding false non-reactive results. The tracking and trending report review determined that there are no related adverse or non-statistical trends. The performance of the likely cause lot was investigated and did not identify any non-conformances or deviations. A retained kit of reagent lot 92632li00 was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kits showed normal performance without false non-reactive results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels and the lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling was reviewed and found to be adequate. No systemic issues were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
This event is being submitted for an international product, list 8l44, that has a similar us product, list 6l22. All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) anti-hbc result of (B)(6), when processing on the architect i2000sr. Previously the patient anti-hbc was (B)(6) a year prior. No impact to patient management was reported.